Event description:
It was reported that the patient, with and artificial urinary sphincter (aus), underwent a surgical procedure to have an additional aus cuff implanted due to recurring incontinence. No patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the artificial urinary sphincter (aus) could not confirm the reported recurring urinary incontinence because the device was not returned to boston scientific. Review of the manufacturing documentation and shipping history was unable to be completed as the product details were unable to be obtained despite good faith efforts. The labelling review does indicate that incontinence is an adverse event and included as a harm in the hazard analysis. Based on analysis results, the urinary incontinence reported is an adverse event of the surgical implant of the device and is a known inherent risk with the aus.

Event description:
It was reported that the patient, with and artificial urinary sphincter (aus), underwent a surgical procedure to have an additional aus cuff implanted due to recurring incontinence. No patient complications were reported.